Event description:
Customer reported the panorama central station had no audio for alarms, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's hard drives, power supply and mouse at the nurse's station. System was tested to factory's specs.